Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. It was noted that the impedance measurements had steadily decreased over the last year. There was no noise noted and the lead was sensing appropriately. Shock impedance measurements were stable and within normal limits, and the patient was not rv pacemaker dependent at that time. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp) and the patient planned to go into the clinic for testing that day. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received notes that there had been additional rv pacing impedance measurements of less than 200 ohms. The patient had been checked in the clinic and further testing had been performed in which they were not able to reproduce any artifact with isometrics, pocket manipulations and sampling the impedance measurements. Additionally, rv noise was found but was not oversensed. Troubleshooting options were discussed with the hcp. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. It was noted that the impedance measurements had steadily decreased over the last year. There was no noise noted and the lead was sensing appropriately. Shock impedance measurements were stable and within normal limits, and the patient was not rv pacemaker dependent at that time. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp) and the patient planned to go into the clinic for testing that day. No adverse patient effects were reported. The lead remains in service. Additional information received notes that there had been additional rv pacing impedance measurements of less than 200 ohms. The patient had been checked in the clinic and further testing had been performed in which they were not able to reproduce any artifact with isometrics, pocket manipulations and sampling the impedance measurements. Additionally, rv noise was found but was not oversensed. Troubleshooting options were discussed with the hcp. No adverse patient effects were reported. Additional information received notes that there was no noise detected on the right ventricular (rv) lead, and no rv lead revision done. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Event description:
Additional information received notes that there was no noise detected on the right ventricular (rv) lead, and no rv lead revision done. The lead remains in service at this time. No adverse patient effects were reported.